Event description:
There is a leak in the upper corner of the exactamix 2000 ml eva container. This was discovered during a medication delivery by our pharmacy technician and did not reach any patient interaction.